Manufacturer narrative:
The device has not been received to date. Olympus technical assistance center (tac) called the customer in regards a service case. The customer reported was connecting a cyf-vh scope to the cv-170. The customer indicated that the lamp was working and then it started shutting down on its own, and eventually stopped working altogether. Tac instructed the customer to visually inspect the output socket on the cv-170. The customer stated that the plastic notch at the twelve o'clock position was damaged and no longer spring loaded. The customer was instructed by tac to send the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the video system center will not turn on and that the lamp "on" light was blinking. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/damaged output socket latch could not be identified. Olympus will continue to monitor field performance for this device.